Event description:
It was reported that during a sample training lab utilizing the eporcine model, the device did not staple but cut. Please be informed that mentioned products were repacked into sales rep. Suitcases for demo purposes. It is possible that staples were lost during re-pack. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 06/04/2009. Info anticipated, but unavailable at this time.